Event description:
It was reported use of the epg (external pulse generator) was started after the battery was replaced with a new one. The epg stopped working and the battery was depleted four days after the battery had been replaced. The battery was removed and inserted again but the epg did not work. After the battery was replaced with a new one, it started to work. The epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. (B)(4): the device was analyzed and no anomalies were found.